Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The procedure was indicated to treat a dissection. The target lesion was located in the mid superficial femoral artery (sfa). Following a 0.35 non-bsc guide wire, a 6x40x120 epic¿ vascular stent was advanced to treat the lesion. The device has been properly flushed, the yellow pin was removed; however, the non-bsc guide wire got hung up on a tiny bend in the stent delivery system. The physician removed the device, re-flushed the system and advanced the device again which successfully implanted the stent. Moreover, the dissection extended proximal to the previously implanted stent and so, a 6x40 non-bsc stent was deployed to cover the extended dissection. No further complications were reported.